Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that the 8204, microfracture awl, broke during an ankle arthroscopy on (B)(6) 2018. There was no reported patient injury, however the awl did fragment and pieces had to be removed. The removal was done by debriding the site with irrigation. The surgery was completed as planned with another microfracture awl. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of the returned used device found that the tip of the awl was broken off at the machined radius. The broken piece was returned for evaluation. Examination was performed and could not find any issues with critical dimensions. The damaged condition of the returned used device is indicative of heavy use and/or the application of excessive force during use. The device history review found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been a total of 2 complaints involving 2 devices for this device family and failure mode. During the same time frame 406 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .005 per the instructions for use, the user is advised the following; it is advised not to use excessive force on the instrument to avoid damage or breakage during use. The instrument should be inspected before and after use to assure no damage has occurred. This issue will continue to be monitored through our complaint system to assure patient safety.